Event description:
On (B)(6) 2013, patient reported the infusion device does not properly provide e4 occlusion errors. He has experienced hyperglycemia of above 500 mg/dl on two occasions due to this. His normal blood glucose is 100 mg/dl, and he treated hyperglycemia with insulin injections. He disconnected the competitor's infusion set and delivered a bolus, and he did see insulin drip from the tubing. He changed the infusion set, and his blood glucose returned to normal. The adapter is approximately 1 year old. He does not reuse cartridges and changes the infusion set every 3 days. The correct type of battery is used in the infusion device. He did not forget to prime or bolus for meals. There was no insulin leakage in the system. The time, date, and basal rates were programmed correctly. His blood glucose was normal at the time of the call, and no further issues were noted. The infusion device was requested for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.